Event description:
On march 7, 2008, the lay-user/reporter contacted lifescan (lfs) colombia alleging that a one touch ultra meter read inaccurately high compared to her feelings/normal readings. The reporter indicated that the alleged meter issue started in 2008, at an unknown time. The reporter claimed that the pt got a result of "590 mg/dl" on the reported meter at an unspecified date/time. The patient verified an actual result of "about 200 mg/dl". As a result of the alleged issue, the pt took an increased dose of diabetes medication. It is not known what medication or dosage was taken. At an unspecified date/time after the alleged issue began, the pt developed symptoms of feeling faint, and had convulsions and a fast heart beat. On the same day, the reported meter issue started, the pt was admitted to a hosp for an unspecified reason. The pt's blood glucose was tested in the hosp using an ER/hospital meter and another result of "about 200 mg/dl" was reportedly obtained. It is not known what medical treatment, if any, the pt rec'd in the hosp. It would have been helpful to know the following info: the pt's testing frequency, her medications and diabetes mgmt regimens, what medication(s) and dosage(s) the pt took in response to the alleged meter issue, and what other health conditions the pt has. In addition, it would have been helpful to know what times the reported blood glucose results were obtained, what time the symptoms developed, if the pt tested her blood glucose while she was symptomatic, why she was hospitalized, and what treatment she rec'd in the hosp. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The reporter did not have control solution to perform a quality control test. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with severe hypoglycemia after the alleged meter inaccuracy began. As a result of the reported issue, the pt had taken an increased dose or diabetes medication.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.